Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient is fine to recharge and prefers to recharge without the belt. The issue was resolved and no further actions will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last night when they were trying to recharge their ins, they got an error message. Pt said they did not recall what the message was and did not write it down, they stopped recharging. Worked with pt to try and connect to recharge and had difficulty finding the ins to recharge. Pt closed other apps, moved away from emi, powered down and back up the recharger, repositioned the recharger several times, moved to a table and leaned forward, after restarting several times they were successful to recharge with an excellent connection, they started at 60 percent and after a few minutes, the handset showed it progressed to 70 percent. The troubleshooting steps that were taken on the call resolved the issue and no error messages were reported. Pt mentioned they had recently had an MRI and were concerned their code was caused by the MRI. Patient services recommended: if patient notices any code in the future, to note down what it is then call back. Pt also mentioned: they never had any luck with the belt. Pss understood pt to mean they have been unable to recharge wearing the belt since implant. No symptoms were reported.